Event description:
Pt reported finding condensation inside of the device's insulin cartridge chamber. Pt removed the insulin cartridge, from the device, and discovered that insulin had leaked inside of the device's cartridge chamber. No error messages were generated by the device. Pt stated that there was no apparent damage to the insulin cartridge. Pt's blood glucose was not affected and no treatment was received.